Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. A20063) for female sterilisation. The patient had a medical history of myocardial infarction, pulmonary embolism, venous thrombosis, birth control pill and uterine fibroid in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.971 kg/sqm. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter and patient information,medical history,lot no.,drug start date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3171 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. A20063) for female sterilisation. The patient had a medical history of myocardial infarction, pulmonary embolism, venous thrombosis, birth control pill and uterine fibroid in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.971 kg/sqm. Lot number:a20063, manufacture date: 2012-06, expiration date:2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3171 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48-year-old female patient who had essure inserted (lot no. A20063) for female sterilisation. The patient had a medical history of myocardial infarction, pulmonary embolism, venous thrombosis, birth control pill and uterine fibroid in 2012 and uterus enlarged, multi gravida and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.971 kg/sqm. [Pathology test] on (B)(6) 2022: specimen(s) received uterus, cervix and fallopian tubes clinical history pelvic pain/leiomyomatous uterus. Final diagnosis. Uterus, cervix, and fallopian tubes, total abdominal hysterectomy and bilateral salpingectomy: cervix with focal high grade squamous intraepithelial lesion (hsil) with glandular involvement. 336g uterus. Secretory endometrium. Leiomyoma(ta), intramural, with focal degenerative changes. Longer fallopian tube with para tubal cyst. Shorter fallopian tube with focal endosalpingosis and small para tubal cysts. Surgical margins are negative for dysplasia. Lot 20063, manufacture date: 2012-06, expiration date:2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jul-2025: medical record received: reporter, medical history, lab data including surgical pathology report. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.